Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the metal tore, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer stated that on the head end where the frame attaches to the bed end the weld is pulling away from the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that on the head end where the frame attaches to the bed end the weld is pulling away from the frame.